Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days of the implant procedure, the patient experienced a pericardial effusion, an increase in premature ventricular contractions (pvcs) which caused an uncomfortable feeling, and full body muscle stimulation due to the right atrial and ventricular leads. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.